Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked after the patient was playing with siblings, resulting in a nonresponsive screen and an unusable device, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a stress-related problem affecting the touchscreen that aligned with a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.